Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurement greater than 200 ohms, along with intermittent beep tones noted by the patient. Technical services (ts) reviewed the data and confirmed that overall shock impedance trends remained stable within normal range, with only a singular outlier reading. No evidence of lead noise or additional abnormalities was identified. Ts recommended an in-clinic visit for further evaluation. No adverse patient effects were reported. This ICD remains in service.